Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "turns on and off on its' own" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper link switch screw loose. The upper link switch screw required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned on and off on its' own during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: h6. Correction h11: the device was received for evaluation. During functional testing, the device did not power off on its own. A review of the event history log revealed "improper shutdown!" Messages. The user received a system error and a "shut door - power off" message. In order to clear the system error alarm, the user would have to remove all power from the pump. Additionally, the pump was likely not detecting a closed door, therefore the pump would not be able to be powered off using the "on/off" key and all power would have to be removed from the pump in order to power the pump off. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review however the observed issue with the door during device evaluation would not cause the pump to power off without user input. Device inspection did not identify any potential cause of the reported issue. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.